Event description:
Following implantation, the patient contracted a really bad case of bronchitis. Doctor believes the plate breakage was due to excessive coughing caused by the bronchitis.

Manufacturer narrative:
The device was not available for return; therefore no evaluation by the manufacturer could be performed. Further investigation into the event has revealed that the patient suffered from a bad case of bronchitis in which excessive coughing caused the device to break. The device functioned as intended for use. If further information is acquired that adds value to this report, a follow-up report will be sent. At this time, klm considers this event closed.